Event description:
It was reported that a patient presented with cardiac preformation noted on the patient's right atrial lead through a computed tomography scan. Pericardial effusion and tamponade was noted which was addressed with a pericardial window. The lead was explanted on (B)(6) 2025 without further patient consequences.